Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical (isi) contacted the initial reporter and obtained the following additional information regarding this event: the instrument tip cover accessory was properly installed during the surgical procedure, with no part of the orange surface visible and no over-installation beyond the orange surface. The installation tool was used, and no lubricant was applied. There was no damage noted to the tip cover, and no arcing event occurred. The patient did not sustain any injury as a result of the reported failure. A sterilized backup instrument was used to complete the procedure, and no fragments fell into the patient's anatomy.